Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the evita xl turned off during use, generated an alarm, re-started and then continued to ventilate normally. There was no injury reported.

Manufacturer narrative:
A reboot of the device was described with the subsequent resumption of the ventilation according to the parameters set before. It was possible to retrace this in the provided logbook. The device was tested on-site but no deviations according to the specification were found. The gas mixer valves were replaced due to precaution. Deposits were found at one valve which might have led to restrictions in the free movement of the valve. It can be assumed that this caused an increased valve operating current that led to an overload of the power supply. In case the internal device monitoring detects an overload of the power supply a warmstart accompanied with an optical and acoustical alarm is generated according to specification. During a warmstart the safety valve opens allowing the patient for spontaneous breathing. After a warmstart the ventilation will be continued with the former settings, as described by the user. Draeger finally concludes that the internal device monitoring detected a deviation and generated a warmstart. A warmstart is the specified device behaviour to overcome an error condition which cannot be repaired by other countermeasures. This was accompanied by the corresponding alarm. It was not possible to determine the root cause with certainty - however, the deposits found at the gas mixer valve are indicating an increased power consumption during the valve motion which was detected as a deviation. No patient consequences have been reported.